Event description:
After a mom corail pinnacle thr the pt has complained of pain even though the films show good positioning and good stability. When going into the joint today to revise both femoral and acetabular components were well fixed and in good position. However, there was evidence of muscle and tendon death and a thick whitening of the surrounding tissue. No granulation was observed and nothing was grown. No obvious infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.